Manufacturer narrative:
Final analysis found the setscrew was stripped.

Event description:
It was reported that during the implant procedure, the pulse generator setscrew did not rotate properly and could not be tightened. The device was not implanted and a new one was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun.